Event description:
It was reported during a da vinci myomectomy procedure, the maryland bipolar forceps wire broke and the ceramic portion burnt. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaints were confirmed by failure analysis. The instrument pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. The instrument bipolar yaw pulley had thermal damage. Both yaw pulleys exhibited charring and localized melting at the grip base. Charring may be due to breach in the insulation. The electrical continuity passed. Additional observation found the instrument distal pulley had scratch marks/ abrasions. There were scratches on distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however frayed pitch cable were to recur could cause or contribute to an adverse event.